Manufacturer narrative:
Additional information: the following fileds were updated based on the additional information received from customer: section b5: additional information received indicated that the glare problems were started around 1 week after procedure on (B)(6) 2023. There was an incision enlargement during explant procedure. The patient has improved glare and vision after explant procedure and no patient injury during explant reported. Section a2: date of birth: (B)(6) 1970. Section a4: patient weight: 132 lbs. Section a5:ethnicity: hispanic/latino. Section b3: date of event: (B)(6) 2023. Section d6a. If implanted, give date: (B)(6) 2023. Section e1: initial reporter's email address: (B)(6). Corrected data: in review, it was noted that there were typos in the doctor's first and last name which were inadvertently entered in the intitial MDR report. The information has been corrected in this this supplemental MDR report and the following fields were updated accordingly: section e1: initial reporter's first/given name: (B)(6). Section e1: initial reporter's last name: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to (b)(6 2023. Section d6a: if implanted; give date: unknown/ information was requested but not provided. Section h3 other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted due to patient could not tolerate glare and halo associated with synergy lens. Another toric lens of different model (diu225), but same diopter was used as a replacement. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 12, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half. Further inspection reveals no issues that could cause or contribute to the complaint issues were observed. The complaint issues of "explant, halo vision, and glare" were not identified during product evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.